Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material found on the distal end, nozzle, connecting tube, and scope connector case unit could not be established. Additionally, the loss of illumination was determined to be due to breakage of the light-guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material on the distal end, nozzle, connecting tube, and scope connector case unit, and no illumination was obtained. There was no patient involvement.